Event description:
During a ptca procedure, dissections occurred. It was also reported by the physician that the vessel was very fragile and the dissections were not caused by the balloon catheter. The physician determined surgery would not be performed. Pt status is listed as "ok".